Manufacturer narrative:
The sample device is indicated as available for evaluation. However, as of the date of this report, the device has not yet been returned. A follow-up report will be provided by 3/27/2020.

Event description:
Physician described calcified vessels and while attempting to insert wire, physician describes using device for first pass, and collected sample successfully. Subsequent passes collected no sample and he describes excessive bleeding as a result. Physician describes small pincer tine that bends into the window to pinch off tissue, as being bent outward.

Manufacturer narrative:
Argon medical has made three good faith efforts in requesting the return of the device for evaluation. As of the date of this report, the device has not been returned. Without such evidence, the complaint cannot be confirmed. If additional information is received, a follow-up report will be provided. H3 other text : placeholder.